Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were testing their device's defibrillation energy delivery and observed that it was delivering energy at a higher level than selected. At a selection of 360 joules, the device was delivering up to 425 joules. At a selection of 10 joules, the device was delivering 17.8 joules. As a result, the wrong defibrillation therapy may be delivered to a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that they were testing their device's defibrillation energy delivery and observed that it was delivering energy at a higher level than selected. At a selection of 360 joules, the device was delivering up to 425 joules. At a selection of 10 joules, the device was delivering 17.8 joules. As a result, the wrong defibrillation therapy may be delivered to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, advised physio-control that they determined that the cause of the reported issue was due to their defibrillation analyzer being out of calibration. The analyzer was calibrated which resolved the reported issue. There is no evidence that a malfunction of their device occurred. After observing proper device operation through functional and performance testing, the customer returned the device to service.